Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) fractured several years ago. Date of an event is an estimate.

Manufacturer narrative:
B3 - date of event is estimate. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.